Event description:
The cardiologist attemptd arteriotomy closure with a techstar xl 6 fr pvs device. Only one needle presented on deployment. Fluoroscopy revealed that the second needle had presented outside the barrel. Needle back down was not successful. The cardiologist chose to redeploy the needles. Again, only one needle presented. That needle was pulled and the sutures cut, but the device resisted being pulled out. The cardiologist pulled the device out against the resistance, reportedly enlarging the arteriotomy. The pt went to manual compression. The device has not been received by the MFR for evaluation and the lot number has not been provided. Repeated follow-up with the hosp shows intent to return the device, but it has not been sent yet. There is insufficient info from the field to suggest a root cause at this time.